Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. The high bg had not yet been addressed. The customer reverted to a backup pump as an alternate method of insulin therapy.